Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for thyrotropin (tsh) on the e602 analyzer. The erroneous result was reported outside of the laboratory. The customer states that samples will recover high and then are automatically diluted by the analyzer resulting with low values. When samples are repeated again with a dilution, the results are higher and considered good values. The sample initially resulted as > 100 mu/l accompanied by a data flag. The sample is then automatically repeated by the analyzer at a 1:10 dilution, resulting as 0.179 mu/l. The sample was repeated on (B)(6) 2016 at a 1:10 dilution, resulting as 124.6 mu/l. The patient was not adversely affected. The tsh reagent lot number was 124433. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The customer stated that the laboratory humidity is too low. They have since corrected this and have had no further problems since doing this. A specific root cause could not be determined based on the provided information. A general reagent issue can be excluded since quality controls were found to be within specified ranges. The most likely reason for the low results was premature liquid level detection due to low air humidity.